Event description:
Manufacturer received a medwatch report (mw) case# (B)(4) alleging to philips that there was a black screen suddenly after the unit was powered on. The patient was on the table and had to be moved to another system, which delayed the procedure. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was reported to philips that during a planned, non-emergency procedure, the patient underwent uterine artery embolization under local anesthesia. The digital subtracting angiography (dsa) display screen suddenly went black after the machine was booted. The sudden black screen occurred several times before and during the operation. The procedure was completed with a delay after restarting the system. Investigation revealed that the screen was a third-party product. The screen was replaced by the third party and the system was returned to use in good working order.the codes were updated based on the investigation outcome.evaluation method code, evaluation result code and the conclusion code were corrected.